Event description:
During steam sterilization, process indicator tape becomes loose and adhesive fails to remain attached to packs in the autoclave. Only this lot appears to be affected by problem. Tape from other lots is working ok.